Event description:
Customer reported poor image quality; alternating black and white bands with static during a procedure. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the image processor. System continues to be monitored, no signs of problems since repairs were made.